Event description:
Device 2 of 2. Reference MFR. Report:1627487-2016-03033. Additional information clarified that x-rays confirmed the leads had migrated. As a result, the leads were explanted and replaced with a different model. Effective stimulation was restored. It was also noted the patient had lifted heavy objects prior to the issue occurring.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2016-03033. It was reported the patient is experiencing intermittent stimulation. X-rays revealed no anomalies. Surgical intervention will be taken at a later date to address the issue.